Manufacturer narrative:
An isi field service engineer (fse) has been dispatched to investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) with a replacement generator. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the iesu involved with this complaint and completed the device evaluation. Failure analysis investigations could not be reproduced the reported complaint. After a through analysis there were no other errors found. The iesu generator energized and cauterized perfectly and all ports were recognized. The iesu also detected all instruments. No image or video clip for the reported event was submitted to isi for review. A procedure log review was performed. Per the review, the gastrectomy-distal procedure was completed on (B)(6)2022 via system (B)(4). A review of the site's system logs for the reported procedure date was conducted by tse. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. This complaint is considered a reportable event due to the following conclusion: the electrosurgical generator unit (esu) was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically with a the e-100 generator. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted gastrectomy-distal surgical procedure, the clinical sales representative (csr) called an isi technical support engineer (tse) and reported that force bipolar energy wasn't working. Prior to contacting tech support, the caller stated they've tried 2 bipolar cables and 2 force bipolar instruments but the issue remained. Tse viewed system event logs but found no related entries. Tse had caller power cycle the erbe generator but issue remained. Tse asked caller to try the vessel sealer on the erbe generator but caller stated it did not work. Staff used the vessel sealer extend on the e-100 generator without issue. Tse asked caller to try another energy cable or instrument; the caller stated that the surgeon should be able to complete the case with the e-100 generator instead. Caller would like their field service engineer (fse) to follow up and resolve the issue. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue first occurred after port placement during the procedure. The procedure was continued and completed with the e100. There was a 15-30min delay. There was no injury or harm to the patient.